Event description:
Sorin group received a report of reduced flow through the cobe revolution centrifugal blood pump during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the cobe revolution centrifugal blood pump with pc. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report of reduced flow through the cobe revolution centrifugal blood pump during a procedure. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.